Manufacturer narrative:
Per tandem's user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Additionally, it was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. The customer¿s blood glucose (bg) level was 43-71 mg/dl. The customer reloaded the cartridge to resolve the issue. Reportedly, customer continued to use pump for insulin therapy.